Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a bicuspid aortic valve, a drop in pressure was reported during the deployment phase. It was reported that it was slightly difficult to pass the native valve due to the calcification present on the native bicuspid valve. Manipulation was needed to cross the valve. When reviewing the echocardiogram, pericardial bleeding was observed within the left ventricle (lv). The patient's blood pressure dropped and the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. The patient's blood pressure recovered after the pericardium was drained. Per the physician, the drop in blood pressure and cardiac arrest occurred as a result of the lv perforation by the non-medtronic (inovi) guidewire. The physicians were able to implant the valve in a slightly deep position, and no paravalvular leak (pvl) was visible. The patient's blood pressure dropped again, and cardiac arrest ensued. The procedure was converted to an open surgery to repair the lv perforation. The patient recovered with stable hemodynamics. The night of the procedure, additional bleeding at the lv perforation site was observed, and surgery was performed to place additional sutures. The patient recovered, however, neurological symptoms with left sided hemi-paresis and vision loss within the left eye were reported. Per the physician, the cause of the stroke was the lv perforation and hypoperfusion during CPR. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion code conclusion: hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that there was calcification present on the native bicuspid valve. This indicates that the probable cause of the advancement difficulties was patient anatomy. Vascular access related complications, such as bleeding and perforation, are a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the drop in blood pressure and cardiac arrest occurred as a result of the left ventricle (lv) perforation by the non-medtronic (inovi) guidewire. The difficulty advancing the dcs may have contributed to the lv perforation due to the resistances. This was not confirmed, but the possibility could not be excluded. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Multiple factors can influence the onset of a stroke. Its etiology may include embolization of calcific debris, patient medical history and procedural factors. ¿stroke (ischemic or haemorrhagic), transient ischemic attack (tia), or other neurological deficits¿ are listed as potential adverse events associated with the use of the valve in the evolut system IFU. Infection is a procedural complication and is a known potential adverse effect per device IFU. In addition, hospital-acquired infections resulting from transcatheter aortic valve implant (tavi) procedures can generally be attributed to a number of patient and procedure-related factors rather than device-related factors. A medical safety assessment was required for this event. The hypotension, cardiac arrest, pericardial bleeding and stroke were caused by the lv perforation. Based on the available information, the left ventricle (lv) perforation was not caused by the dcs as it was reported that the non-medtronic guidewire perforated the lv during manipulation and advancement of the guidewire. The cause of the infection is unable to be determined with the available information. No further action is required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the non-medtronic guidewire had difficulty passing the native aortic valve. Manipulation was required in order to advance the guidewire across the native valve. The stroke the patient experienced was noted to be ischemic and was confirmed via computed tomography (CT) and clinical findings. The stroke symptoms presented when the patient woke up, one day following the valve implant procedure. No treatment was provided for the stroke. There were no known patient related factors that may have contributed to the stroke. The ischemia was noted to have partially resolved, but the patient is still weak and has difficulties with mobility without a walker. The cause of the infection is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the difficulty advancing the dcs could have contributed to the lv perforation due to the resistances. This was not confirmed, but the possibility could not be excluded. The patient remained hospitalized due to an infection. The patient has recovered well, was reported to be fully oriented and fully mobile. No additional adverse patient effects were reported.